Event description:
It was reported that a small section of v.a.c. Granufoam dressing was found in a large wound after v.a.c. Therapy was discontinued. Although not confirmed by hosp staff, the small section of foam was reportedly surgically removed.